Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during a preventive maintenance visit by a philips field service engineer (fse). It was noted that the battery would not hold a charge.